Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to manage the axios puncture site after the failed deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to treat jaundice due to a pancreatic head lesion during a procedure performed on (B)(6) 2025. During the procedure, an issue occurred while deploying the stent due to a defect in the delivery system, the first flange failed to deploy. A 0.025 guidewire was advanced into the intrahepatic bile ducts, the introducer was removed, and a rescue procedure was performed via choledochoduodenostomy using tubular stents. Multiple stents were placed sequentially on the same side to ensure proper sealing of the assembly, as the covered portion in the duodenal lumen was short. A longer surgery time was reported; however, there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf patient code e1108 captures the reportable event of biliary leak. Imdrf impact code f2301 captures the reportable event of additional intervention required to manage the axios puncture site after the failed deployment. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent first flange failure to expand was not confirmed. The device was returned for inspection partially deployed. However, it was able to be fully deployed after functional testing, and the flange expanded fully to its designed shape when pressure was applied to it. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. During analysis of the device, the stent was slow to expand to its designed shape. The investigation indicates that stent expansion rates can be affected by compression, time, temperature, and humidity. Slower expansion is most common in larger stent sizes because they undergo the greatest compression within the catheter delivery system. As stent diameter increases, it requires more compression during loading, which affects its release behavior. All sizes can be impacted, with higher compression temporarily reducing the initial opening compared to specifications and slowing early expansion until the stent reaches its final shape. In addition, the observed kink in the inner sheath likely resulted from procedural facts, such as excessive force and/or manipulation of the sheath. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent with electrocautery enhanced delivery system was received for analysis. Visual inspection observed a bulge at the black marker on the outer sheath, and a kink near the handle. X ray images showed no damage. Functional testing of the handle found no issues or resistance when passing the catheter through the luer. The slider was pulled from the second to the fourth position on the handle. The stent fully deployed, though the proximal end was not in its designed shape. The proximal flange expanded fully to its intended shape once pressure was applied. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Risk review: a risk review of the hot axios was completed and confirmed that the events of stent first flange failure to expand, biliary leak, additional device required and prolonged episode of care were defined in the risk documentation. These events types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is cause linked to device but unable to trace more specifically. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6 mm x 8 mm, 8 mm x 8 mm and 20 mm x 10 mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6 mm x 8 mm, 8 mm x 8 mm and 20 mm x 10 mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to treat jaundice due to a pancreatic head lesion during a procedure performed on (B)(6) 2025. During the procedure, an issue occurred while deploying the stent due to a defect in the delivery system, the first flange failed to deploy. A 0.025 guidewire was advanced into the intrahepatic bile ducts, the introducer was removed, and a rescue procedure was performed via choledochoduodenostomy using tubular stents. Multiple stents were placed sequentially on the same side to ensure proper sealing of the assembly, as the covered portion in the duodenal lumen was short. A longer surgery time and biliary leakage were reported; however, no additional adverse patient outcomes beyond the leakage were documented as a result of this event.

Manufacturer narrative:
Block h6 (patient codes) was corrected with code e1108. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf patient code e1108 captures the reportable event of biliary leak. Imdrf impact code f2301 captures the reportable event of additional intervention required to manage the axios puncture site after the failed deployment. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to treat jaundice due to a pancreatic head lesion during a procedure performed on (B)(6) 2025. During the procedure, an issue occurred while deploying the stent due to a defect in the delivery system, the first flange failed to deploy. A 0.025 guidewire was advanced into the intrahepatic bile ducts, the introducer was removed, and a rescue procedure was performed via choledochoduodenostomy using tubular stents. Multiple stents were placed sequentially on the same side to ensure proper sealing of the assembly, as the covered portion in the duodenal lumen was short. A longer surgery time was reported; however, there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2a (common device name) was corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to manage the axios puncture site after the failed deployment. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to treat jaundice due to a pancreatic head lesion during a procedure performed on (B)(6) 2025. During the procedure, an issue occurred while deploying the stent due to a defect in the delivery system, the first flange failed to deploy. A 0.025 guidewire was advanced into the intrahepatic bile ducts, the introducer was removed, and a rescue procedure was performed via choledochoduodenostomy using tubular stents. Multiple stents were placed sequentially on the same side to ensure proper sealing of the assembly, as the covered portion in the duodenal lumen was short. A longer surgery time was reported; however, there were no patient complications reported as a result of this event.